Manufacturer narrative:
(B)(4). The complaint mr290 humidification chamber is en route to fisher & paykel healthcare in (B)(6) for further investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a mr290 humidification chamber was leaking between the plastic and the metal hot plate connection. There was no reported patient consequence.

Event description:
A healthcare facility in sweden reported via a fisher & paykel healthcare (f&p) representative that a mr290 humidification chamber was leaking between the plastic and the metal hot plate connection. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). With new lot number details. Method: two complaint mr290v vented autofeed humidification chambers were returned to f&p in new zealand and were visually inspected. Results: visual inspection of device 1 revealed horizontal cracks around the base of the chamber dome. The crack stretches from one of the ports to the bracket. A second vertical crack was found at the bracket. Smeared print and residue was observed on the chamber dome. Device 2 showed horizontal cracks around the base of the chamber dome. The crack stretches from one of the ports to the baffle. Smeared print and residue was observed on the chamber dome. Conclusion: the smeared print and residue on the device indicates that the chambers were in contact with a solution containing alcohol which resulted in stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - maximum operating pressure: 8 kpa.